Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could related to the reported complaint. The product was assembled and inspected according to specifications. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. If the sample is received, a follow-up report will be submitted with the investigation results.

Event description:
The customer is complaining that with the new design of the oxygen supply tubing, the connections are not secure to the oxygen nipple adaptor and is falling off during pt use at flow rates >5 lpm. There was no report of pt harm or injury.